Event description:
Our country representative for (B) (6) obtained information from an implanting surgeon. It was reported that a patient during initial implant surgery had cardiac arrest during a system diagnostic lead test. After they finished implanting the lead and generator, they did a diagnostic test that was within normal limits. The patient did not have any adverse events during the testing at that time. During the removal of vessel loops, the surgeon cut the lead and they had to put a new lead on. When they did the second diagnostic after placement of the new lead, the patient had a cardiac arrest that responded to an atropine injection. It was reported the patient is ok and their vns is working well. Their vns is programmed on and they have not had any further instances of cardiac arrest. Good faith attempts are being made for further details about the reported events.